Manufacturer narrative:
The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection did not find any anomalies on the lead. X-ray examination of the lead found overtorque of the inner coil consistent with the procedural damage.

Event description:
It was reported that during implant, the right ventricular (rv) lead became twisted after multiple attempts at lead placement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.